Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged battery issue was not verified. Additionally, the occlusion issue was verified in the pump logs; however, no failure was identified.

Event description:
It was reported that the pump was warm to the touch despite being in room-temperature conditions. Customer reverted to an alternate method of insulin therapy. Additionally, it was reported that an occlusion alarm occurred. Customer changed pump supplies to address the issue. There was no reported adverse impact to the customer's blood glucose level.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.